Event description:
A (B)(6) customer called for help with his contour link system. He received a blood glucose reading of 16.9 mmol/l from his contour link meter and a reading of 8.1 mmol/l from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation.